Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection of an abandoned pocket after a dog jumped on the patient's chest and the pocket never healed. The pocket was cleaned and the capped right ventricular (rv) lead and capped right atrial (ra) lead were cut more distally, recapped and relocated. Cultures were obtained. No further patient complications have been reported as a result of this event.